Event description:
This case with very limited information was received via lawyer and refers to a social media post about a female patient with essure. It was reported that one of the deaths occurred while the doctor was putting her coils in, punctured her uterus and she bled out. Detailments about essure insertion procedure including dates, intercurrence during the procedure and exact cause of death were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided also. The reporter considered death (one of the deaths occurred while the doctor was putting her coils in), procedural haemorrhage (she bled out) and uterine perforation (punctured her uterus) to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. This case with very limited information was received via lawyer and refers to a social media post describing a patient death during essure insertion procedure. Detailments of essure insertion procedure and exact cause of death were not reported. Patient¿s concurrent conditions; concomitant medications or past medical history were also not reported. Considering the close temporal relationship between the event and essure insertion procedure, a causal relationship cannot be excluded. In addition, the event punctured her uterus and bleed out were also reported. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case with very limited information was received via lawyer and refers to a social media post. It describes the occurrence of death ('one of the deaths occurred while the doctor was putting her coils in') and uterine perforation ('punctured her uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and procedural haemorrhage ("she bleed out"). Death occurred on an unknown date. By the time of death, the uterine perforation and procedural haemorrhage outcome was unknown. Detailments about essure insertion procedure including dates, intercurrence during the procedure and exact cause of death were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided also. The reporter considered death, procedural haemorrhage and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. This case with very limited information was received via lawyer and refers to a social media post describing a patient death during essure insertion procedure. Detailments of essure insertion procedure and exact cause of death were not reported. Patient¿s concurrent conditions; concomitant medications or past medical history were also not reported. Considering the implied close temporal relationship between the event and essure insertion procedure, a causal relationship cannot be excluded. In addition, the event punctured her uterus and bleed out were also reported. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.